Event description:
It was reported that this right atrial (ra) lead exhibited a high out of range pace impedance measurement greater than 3000 ohms resulting in a lead safety switch (lss). This automatically switched the ra lead from the bipolar to the unipolar configuration. Subsequently, the patient was seen in clinic and a boston scientific representative indicated that ra lead capture was confirmed. However, the ra lead exhibited noise during isometric testing as well as oversensing of the ventricular signal. The boston scientific representative indicated programming changes were made to the ra lead sensitivity in response to the noise and oversensing observations. The lead remains in-service. No patient symptoms or adverse patient effects were reported.